Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the ias5-120lp, airseal 5/120mm port was being used during an unknown procedure on (B)(6) 2023 when it was reported ¿half of the outer cannula of the airseal 5mm port broke off inside of patient. After suturing the patient and sending them home, the patient was experiencing pain. After scans, they brought back patient to remove the broken piece. Patient is ok.¿ this report is being raised on reported injury due to the patient requiring additional surgery to remove the foreign body.

Event description:
The sales representative reported on behalf of the customer, that the ias5-120lp, airseal 5/120mm port was being used during an unknown procedure on (B)(6) 2023 when it was reported ¿half of the outer cannula of the airseal 5mm port broke off inside of patient. After suturing the patient and sending them home, the patient was experiencing pain. After scans, they brought back patient to remove the broken piece. Patient is ok.¿ this report is being raised on reported injury due to the patient requiring additional surgery to remove the foreign body.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.